Event description:
It was reported that the connector of the bd insyte¿ autoguard¿ shielded IV catheter was broken and noticed while withdrawing the needle. The following information was provided by the initial reporter: "per rn, "while inserting a piv after withdrawing the needle the blue hub was chipped making it difficult to attach the t connecter. This was not noticeable until after the needle was being withdrawn because the portion that was chipped was covered by the needle protector. Unfortunately, I had to force the connecter pass the chipped portion in order to successfully attach without any leakage from the fluids."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connector of the bd insyte¿ autoguard¿ shielded IV catheter was broken and noticed while withdrawing the needle. The following information was provided by the initial reporter: "per rn, "while inserting a piv after withdrawing the needle the blue hub was chipped making it difficult to attach the t connecter. This was not noticeable until after the needle was being withdrawn because the portion that was chipped was covered by the needle protector. Unfortunately, I had to force the connecter pass the chipped portion in order to successfully attach without any leakage from the fluids."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.